Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 29g 12.7mm 90 count mail order was bent after injection. This was discovered during use. The following information was provided by the initial reporter: material no. 320880 batch no. 9064662 consumer stated that she is having lots of problems with the needle bending during use, and she is unsure if she is getting the right amount of medication she needs. She stated that when she takes the needle out, it's bent at a 90 degree angle. She says this has happened many times over the past month, but did not provide how many times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 29g 12.7mm 90 count mail order was bent after injection. This was discovered during use. The following information was provided by the initial reporter: material no. 320880 batch no. 9064662. Consumer stated that she is having lots of problems with the needle bending during use, and she is unsure if she is getting the right amount of medication she needs. She stated that when she takes the needle out, it's bent at a 90 degree angle. She says this has happened many times over the past month, but did not provide how many times.